Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on the information available up to date. No device or labeling problem was identified during the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years post transfemoral tavr procedure with a sapien 3 ultra valve the valve is failing due to central aortic insufficiency.'' Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation due to limited information provided, a definitive root cause of the central regurgitation is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 10 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra (s3u) valve, the patient presented with edema, dyspnea on exertion, fatigue, and paroxysmal nocturnal dyspnea. The s3u valve was failing due to severe central aortic insufficiency. The patient underwent a valve-in-valve procedure with a 29 mm non-edwards device. No patient complications were reported. The mean/peak gradients were 46/83 mmhg. There was no central leak or paravalvular leak at initial implant. The perceived root cause of the central regurgitation is unknown, and the initial reporter did not allege that any of the ew devices were deficient in some way.